Event description:
The plaintiff's attorney alleged that the plaintiff experienced a cardiovascular event on or about (B)(6) 2010 after the use of the product.

Manufacturer narrative:
(B)(4). The additional information noted that the patient expired, but it did not specifically state a date of death. Therefore, no date was added next to the death box. The patient code was updated to add an additional code for the reported event. This is one of three device reports related to this event. Manufacturer report numbers are 2937457-2013-00142, 1225714-2013-02252 and 1225714-2013-02253. Additional information has been requested and will be submitted upon receipt accordingly.

Event description:
The additional information received noted that the patient expired.

Manufacturer narrative:
This is one event (cardiovascular) for the same pt involving three separate products; associated mdrs # 2937457-2013-00142, 1225714-2013-02052, 1225714-2013-02253.